Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) had bends throughout its length. The device was kinked approximately 78.0 cm from the hub. The device was stretched from approximately 86.0 ¿ 92.5 cm from the hub. The catheter extrusion was fractured approximately 89.5 cm from the hub. The total length of the neuron max was approximately 96.0 cm. Conclusions: evaluation of the returned neuron max confirmed a stretch on its distal end and revealed a fracture. If the packaging mandrel becomes insecure from the packaging tape, it may pin the neuron max between the mandrel and the packaging tube. If this occurs, resistance may be experienced during removal of the device from its packaging. If the neuron max is forcefully retracted against resistance, damage such as stretching may occur. Subsequently, if a stretched device is continued to be stretched, damage such as a fracture may occur. The packaging card with the packaging tube and mandrel were not returned for evaluation. Further evaluation revealed bends and a kink. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a neuron max 6f 088 long sheath (neuron max), the sales representative found that the neuron max was stretched at the distal end upon removal from the packaging. The damage to the neuron max was found prior to use and therefore, the neuron max was not used in the procedure. The procedure was completed using another neuron max.